Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic kidney removal procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.